Event description:
The customer reported a negative shift performance of anti-hcv positive quality control results. During the investigation positively biased anti-hbs negative control results were also identified. Troubleshooting determined a partially plugged reagent metering probe was affecting the results. A partial occlusion to the reagent metering probe could cause false negative results to occur. There was no report of pt harm as a result of this event.